Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, the lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a trial phase that involved the implant of a permanent scs lead. High impedance was found on the lead. As a result, the patient's lead was removed and replaced to address the issue.